Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that resistance was met while trying to thread catheter. Two nurses attempted to thread with no success. They attempted to remove the whole device but it would not come out easily. Ordered ultrasound to see that the catheter was still intact. The device was then removed, and the catheter was sheared off. 8/7/2024 additional information received: it was reported x-ray confirmed break. Patient had the catheter surgically removed the next day. Patient reported pain and discomfort when pulling catheter and device out of arm. All pieces removed from the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break is confirmed and was determined to be use-related. One 22 ga powerglide pro was returned for evaluation. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as the introducer needle bevel. The returned product sample was evaluated and a break in the catheter was observed at the proximal end of the catheter. Microscopic examination of the catheter break confirmed it was typical of contact with a needle, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on the bevel of a needle. The fracture edges were sharply formed and had planar (flat) surfaces. The damage also contained the overall shape of a chevron 'v'. This shape is common to many needle bevels, and this shape is often transferred onto the catheter when punctured by a needle. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that resistance was met while trying to thread catheter. Two nurses attempted to thread with no success. They attempted to remove the whole device but it would not come out easily. Ordered ultrasound to see that the catheter was still intact. The device was then removed, and the catheter was sheared off. 8/7/2024 additional information received: it was reported x-ray confirmed break. Patient had the catheter surgically removed the next day. Patient reported pain and discomfort when pulling catheter and device out of arm. All pieces removed from the patient.